Event description:
A customer reported a system message was displayed indicating a surge, during a procedure. The tip was replaced and the procedure was completed. Additional info was received from the customer on 12/07/2011, indicating the pt presented with corneal edema post-operatively due to this event. Additional info has been requested.

Manufacturer narrative:
The company rep examined the system and found no problem. Preventive maintenance was performed. The system was then tested and met product specifications. The company rep also monitored surgeries and found the system functioned normally. No samples were returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).